Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the ace catheter was found fractured and was pulled apart easily. The procedure continued using another manufacturer's catheter. The physician commented, "the product was taken out of the holder with no force but came out in such state. It did not create any issue as it was found before the insertion."

Manufacturer narrative:
Result: the 5max ace was fractured in the proximal shaft, 40.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max ace was fractured. Evaluation of the returned product confirmed a proximal shaft fracture. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging hoop at an angle, the shaft may fracture due to bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.